Event description:
It was reported to philips the liquid crystal display (lcd) screen was all white during the front bezel replacement for the nav ring service. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. A philips field service engineer (fse) was requested for repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported issue. The lcd was disassembled and reassembled, and the display remained white. Following the evaluation of the device, the fse replaced the lcd and lcd cable to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The suspected display was returned to philips for failure investigation. The technician documented the following conclusion/root cause, the liquid crystal display (lcd) accusation has resulted in a no problem found. Tech verified with the use of the suspect lcd that: 1) the graphics were crisp and clear with the use of diagnostics mode as well as the use in functional mode, 2) the backlights were bright resulting in an easy to read and use functional display, 3) the brightness control was easily accessible and operated as designed; 4) the ventilator standard test bed (stb) did power down with the use of the lcd touch screen button as well as the accept button on the front panel; 5) the screen lock function on the lcd operates as designed on the lcd; 6) with the suspect lcd installed on the product investigation lab (pil) stb the stb operates without issue or error code; the customer the complaint of v60 lcd brightness is dim has resulted in a no problem found.